Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported 'alternating current (a/c) port heat damage' was reproduced during evaluation. Visual inspection found that ac power port was damaged. The cause was determined to be external influence. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced alternating current (a/c) port heat damage. There was no patient involvement. No additional information is available.